Manufacturer narrative:
Result of investigation: photos received for evaluation. Sample not available. During the investigation process, device history records were reviewed for any discrepancies that might have occurred during production to explain the issue reported, nothing was found. The product does not contain any animal derivatives, bpa, cellulose, dehp, heavy metals, conflict materials, mercury, silicone, or plasticisers of any kind. The product is made of low-density polyethylene. The label states the product is not made with natural rubber latex, and the product has instructions for use that clearly give directions to ensure the patient is periodically reassessed to determine any issues that may develop during use. Nothing was found during the investigation that would lead quality control to conclude any manufacturing errors resulted in the rash on the patients faces. All customer complaints are monitored through our internal corrective and preventive action system for reoccurring issues, and if further investigation or action is deemed necessary, steps will be taken accordingly.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vital signs¿ head positioner experienced patient getting pressure sores on facial region after use.